Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the diagnosis procedure got delayed and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was not possible. Review of the log files confirmed the reported malfunction and issue related to connection with the generator. During troubleshooting, fse found that the issue with power-on-circuit board and power supply of the lateral velara generator. Fse replaced circuit board and 24v power supply of the lateral velara generator. After replacement of the power -on-circuit board and power supply of the lateral velara generator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not x-ray. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.